Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's medical history included bipolar disorder and depression. Concomitant products included ibuprofen, quetiapine fumarate (seroquel) and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia outcome was unknown and the vulvovaginal pain was resolving. The reporter considered dysmenorrhoea, dyspareunia, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet- events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain patient didn¿t undergo essure confirmation test were added. Event injury was deleted and device category changed from device other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's medical history included bipolar disorder and depression. Concomitant products included ibuprofen, quetiapine fumarate (seroquel) and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods),other"), psychological trauma ("psychological injury"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal imbalance") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, urinary tract infection, vaginal infection and vaginal discharge had resolved, the vulvovaginal pain was resolving and the psychological trauma, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for psychological injury quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information added. Event :abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), urinary tract infection, vaginal infection, vaginal discharge, hormonal changes, headaches, nausea, weight gain, psychological injury added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's medical history included bipolar disorder, depression and anxiety. Previously administered products included for to prevent pregnancy: mirena from on (B)(6) 2012 to on (B)(6) 2013 and depo-provera from 2005 to 2009. Concomitant products included ibuprofen from 2013 to 2018, quetiapine fumarate (seroquel) since 2011 and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping") and anaemia ("blood or heart disorder/condition type: anemic"). On (B)(6) 2017, the patient experienced vulvovaginal pain ("vaginal pain"). On (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods),other"), psychological trauma ("psychological injury"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal imbalance") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, urinary tract infection, vaginal infection, vaginal discharge, female sexual dysfunction, urinary tract disorder and bladder disorder had resolved, the vulvovaginal pain, migraine and anaemia was resolving and the psychological trauma, hormone level abnormal, headache, nausea, weight increased and tooth disorder outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for psychological injury quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: plaintiff fact sheet received. Events added from pfs- apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, blood or heart disorder/condition type: anemic, dental problems. Onset date of event dysmenorrhoea, dyspareunia, pelvic pain were updated. Onset date of concomitant drug ibuprofen, seroquel were updated. Reporter information, aka name, medical history, historical drug, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.